Event description:
Orbit uncoil: orbit coil was stretched during filling. Part of the stretching coil hangs into the parent artery, then the physician had to position it into the vessel wall with a neuroform stent later. Patient is fine till now. But the physician still worries about the patient. The procedure was finished. The product and procedure cd will be returned for the analysis. Addendum: the affiliate indicated that during withdrawal of the stretched coil, the coil fractured.

Manufacturer narrative:
Prior to removing and inserting in the patient, all the products were undamaged and new. All the products were prep according to IFU guidelines. During the initial insertion, the coil delivery system introducer was seated correctly in the microcatheter hub. The shape mandrel was not utilized to re-shape the microcatheter, since the (mc) microcatheter was not re-shaped. Prior to advancing the coil delivery system, no resistance was noted with the microcatheter. A constant and dedicated flush was maintained through the mc and was re-adjusted when inserting the guidewire and coil. During re-adjusting, the coil was withdrawn back into the microcatheter, but the physician felt something different with the coil and delivery system, but he thought it was normal. Therefore, the cause of the abnormality was not investigated with fluoroscopy. During attempt to place the coil, all IFU guidelines were followed. The microcatheter was not torque against any resistance, and the microcatheter was not placed at an acute angle or have any kinks. The microcatheter was a cordis select lp-es with a catalog number of 606s155x and a lot number that was not recorded. Prior to the event, no resistance/friction was noted between the microcatheter and guidewire. When the coil stretched, it was partially deployed in the aneurysm & about 30% in mc. The rest of the delivery system was removed from the patient with difficulty. To date there were no adverse outcome to the patient. After removal from the patient, the microcatheter was undamaged. The same microcatheter was utilized to complete the aneurysm coil filling. There was no calcification or tortuosity present within the vessel. There was no resistance when the coil was initially advanced through the mc to the target site. Finally prior to shipping, the coil, delivery system, or any other section had no other damages (kinks, bends, fractures, (shaft, etc), cracks (shaft or hub), stretched, elongated, separated section, coil issues (stretch, tangle), etc). The product was received for analysis, but the assessment has not been completed. Add'l info will be submitted within 30 days upon receipt.